Event description:
During cryoablation procedure, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and continued the procedure. There was no patient injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The returned device was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. The reported issue has been confirmed through testing. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 0.95 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. An internal CAPA has been initiated to investigate the condition found and is currently in the action plan phase. This report will be recorded and trended.